Manufacturer narrative:
(B)(4). An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by ¿when used they fell apart¿? It splits when the shirt is worn was the damaged identified during use or right out of the package? No. Were the devices re-sterilized or were they opened directly out of the sterile pouch from the manufacture? I believe re-sterilized, they do not give lot information. How was the surgery completed? Yes. Were pieces of the trocar left within the patient¿s abdomen? None. If so, how were those fragments generated during the procedure? What type of intervention was performed to remove the fragments from the patient? Does not apply. Was the patient¿s post-op care altered in any way due to the reported complication with the trocar? No. What is the current status of the patient? Sure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during to an unknown procedure, the trocar when used fall apart. The surgery was delayed by 15 minutes but was completed successfully. There were fragments outside of the patient but it did not require any intervention. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 2d12lt device was returned with the housing cap component disassembled from the housing of the sleeve assembly. The housing cap and the housing are damaged. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photograph shows two trocars broken into several parts, the picture is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch and lot numbers are unknown.